Event description:
It was reported that the customer had high blood glucose levels of 583 mg/dl. The diabetes trainer of the customer reported that the customer received no alarms from the insulin pump prior to the event. It was also reported that the customer was bleeding at the site of the infusion. It was also reported that the customer treated with manual insulin injections. It was also reported that the customer had six sensor error alarms prior to the event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).